Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported complaint as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained of greenish urine. It was found in the eda that the balloon was withered and with the blue valve." The device was removed.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 13/jul/2018. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon shell was noted to be discolored, as it was dark blue in appearance. White particles were noted on the outer surface of the balloon shell. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed and the balloon was noted to be leaking from three separate openings on the anterior portion of the shell. Under microscopic analysis, the first opening, located approximately 1.7 inches from the center patch, was noted to have striated edges, consistent with damage from a surgical tool. The second and third openings, each located approximately 1.8 inches from the center patch, were noted to have striated edges, consistent with surgical damage from device removal activities. Black particulate matter was noted on the inner surface of the valve channel. The slit valve was noted to be discolored, as it was black in appearance.